Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the 13 pumps were returned from his client as part of a study, and 2 of the 13 pumps will not power up. The customer stated that the pump screen was flashing, white. The troubleshooting was performed and the customer was advised to insert the new battery. Customer stated that the display did not return. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. Insulin pump was received with normal operating currents. Insulin pump was monitored for several hours and no unexpected powering off or blank display noted. (B)(4).